Event description:
It was reported that pump displayed cgm error 42, and caller sought guidance on whether malfunction code was resettable and how to proceed. There was no reported impact to the customer¿s blood glucose level. Technical support provided complete pump reset information, walked caller through resetting pump and starting sensor session, and confirmed that malfunction code did not recur after reset, so customer was advised to continue using pump and to call back if any malfunction code recurred, which caller acknowledged and understood.